Manufacturer narrative:
(B)(4). Two reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that the unspecified mechanical wheelchair had a broken t93he-37918 right footplate. There was no patient injury reported.